Manufacturer narrative:
Model number: cuff: 720157-01, pump: 72404127. Serial number: cuff: (B)(4), pump: (B)(4). Catalog number: cuff: 720157-01, pump: 72404127. UDI number: cuff: (B)(4), pump: (B)(4). Expiration date: cuff: 11/08/2018, pump: 07/05/2018. Manufacture date: cuff: 11/08/2017, pump: 07/21/2017. Implant date: cuff: (B)(6) 2018, pump: (B)(6) 2017.

Event description:
It was reported that the patient experienced recurring incontinence a month after placement of their artificial urinary sphincter. Upon removal, a pinhole leak in the balloon was discovered. The system was replaced with a 3.5 cm cuff, pump, and 61-70 cmh2o balloon. The patient was recovering.